Manufacturer narrative:
The investigation has determined that a higher than expected troponin I result from a patient sample was obtained using vitros troponin I es (tropi) reagent on a vitros eciq immunodiagnostic system. Pre¿analytical sample handling could not be ruled out as a contributing factor, as it could not be determined if the customer was following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based on historical quality control data, there was no indication the vitros troponin I es reagent issue contributed to the event. However, the low level control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. The investigation determined the assignable cause for the event is analyzer related, as a within-run tropi es precision test was outside of ortho clinical diagnostic (ortho) guidelines, indicating the vitros eciq system was not performing as intended. The ortho field engineer (fe) performed service actions and the following within-run precision was acceptable indicating the vitros eciq system was performing as expected.

Event description:
The customer obtained higher than expected troponin I result from a patient sample (0.062 versus expected 0.030 ng/ml) using vitros troponin I es (tropi) reagent on a vitros eciq immunodiagnostics system. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory. Ortho clinical diagnostics (ortho) has not been made aware of any allegation of patient harm due to the higher than expected troponin I es result. (B)(4).